Event description:
It was reported that the patient was experiencing recurring incontinence after having an artificial urinary sphincter(aus) device implanted. Six months ago the patient began experiencing recurring incontinence and was wearing approximately five pads per day. The device was replaced and during the procedure it was noted that there was no fluid in the device confirming that there was a leak, but the location of the leak was not determined. The patient is experienced no other symptoms.

Manufacturer narrative:
Product analysis confirmed a device malfunction. A cuff fluid leak was identified in the cuff shell consistent with wear at a fold. The damage caused fluid loss and is consistent with the wear at a fold. The product record review indicated that the reported events do not represent an unanticipated event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because tissue contamination was identified in the pump valve and in the pump resistors. Further functional testing did not deem necessary as a malfunction was confirmed in the cuff component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient is experiencing recurring incontinence after having an artificial urinary sphincter (aus) device implanted. Six months ago the patient began experiencing recurring incontinence and is now wearing approximately five pads per day. The surgeon is suspecting fluid loss as the cause of the leakage, as the components are positioned well. The patient is experiencing no other symptoms. The patient will have a procedure on (B)(6) 2020 to revise the device.

Manufacturer narrative:
Additional information received that the revision surgery occurred on (B)(6)2020 and during the procedure it was noted that there was no fluid in the device confirming that there was a leak, but the location of the leak was not determined.

Event description:
It was reported that the patient is experiencing recurring incontinence after having an artificial urinary sphincter(aus) device implanted. Six months ago the patient began experiencing recurring incontinence and is now wearing approximately five pads per day. The surgeon is suspecting fluid loss as the cause of the leakage, as the components are positioned well. The patient is experiencing no other symptoms. The patient will have a procedure on (B)(6)2020 to revise the device.